Manufacturer narrative:
An ht70 plus ventilator was returned to covidien/medtronic¿s product analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified in the device diagnostic logs; however it could not be duplicated.

Event description:
It was reported that during patient use the ht70 plus ventilator had a loss of ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.